Manufacturer narrative:
Medical device brand name: bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1195493 . Medical device expiration date: 31-july-2026. Device manufacture date: 14-july-2021. Medical device lot #: unknown . Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Dn: (B)(6) 1953. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology were difficult to prime. The following information was provided by the initial reporter: patient reports that he is having difficulty ejecting insulin (insulin; tresiba).

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. No additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.

Event description:
It was reported that 4 bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology were difficult to prime. The following information was provided by the initial reporter: patient reports that he is having difficulty ejecting insulin (insulin; tresiba).